Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported she was feeling normal drinking a lot of fluids (water only). Her husband (who is a follower) reported that he was receiving low on his follow app so he called the patient but she did not answer. He then called an ambulance and when they arrived, the patient was lying on the couch unconscious. They checked her blood sugar and it was 29 mg/dl while the cgm was displaying 50 mg/dl. They treated the patient with IV dextrose, a peanut butter sandwich and a glass of milk and chocolate/candy. The patient recovered and at the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.